Event description:
Customer reported malfunction on pump. There was no adverse impact to the customer's blood glucose level. Technical support provided reset information and assisted customer with resetting pump, after which the malfunction code did not recur. Customer was advised to continue using pump and to call back if issue arose again, which customer acknowledged.